Event description:
According to the complainant, the stenosis length was 8cm in the bile duct. The stent was too long to be out from the scope at the release. The device was replaced with another wallstent enteral endoprosthesis device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. Disposed.